Event description:
It was reported that pico 7 was started on (B)(6) 2020 for patient's left breast area (patient also has two drains) and patient was discharged from hospital on (B)(6) 2020. The air leak indicator is the only one flashing and patient's husband stated that he already "went around" and looked for air leak, then pressed around the pad. He also already checked "the line" which he meant to say was the tubing. Informed him air leak detected possibly due to a creased dressing, border, strip or device has gone into auto pause. Informed him that if he only sees the air leak alarm flashing, negative pressure wound therapy (npwt) is not being applied to the wound. Informed him that the pump will auto pause for one hour and then will automatically try to re-establish therapy if no remedial action is taken he was instructed to repeat process of smoothing down the dressing and the strips to remove any creases that are allowing air into the system then press the orange button to restart the therapy. After patient's husband repeated troubleshooting steps, the air leak still didn't get resolved. He also tried removing batteries and powered back on by pressing start button. Still air leak was not resolved. Informed him the location where dressing is when there is more contour, therefore may be difficult to seal. Also informed him that patient's visiting nurse or surgeon may have to change dressing if nothing is resolved. The patient's husband stated he will call surgeon's office next as the visiting nurse is not going to be coming until tomorrow. There was no back device and no further information available.

Manufacturer narrative:
We are writing to provide you with feedback on this complaint received by smith & nephew as detailed above. Smith & nephew has completed the investigation into this complaint. We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognized lot format for this product and no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past three years. The device was used for treatment. No samples were returned for analysis. The reported issue may be caused for the following reasons; -dressing not applied properly, without creases and fixation strips -filter/port not adhered to dressing correctly -connector not correctly fastened and secured to the pump -tubing trapped, folded over/kinked causing a blockage -dressing integrity has been compromised -skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage.